Manufacturer narrative:
Additional information was received on 3/7/2021 and the patient¿s outcome was reported as improved. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30448199m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After left pulmonary vein (lpv) isolation, when moving the thermocool® smart touch® sf bi-directional navigation catheter (stsf) to the right pulmonary vein (rpv), the patient¿s hemodynamics decreased, and cardiac tamponade was confirmed by echocardiography. Pericardiocentesis was performed to drain the fluid from the pericardial space. Hemostasis was achieved, and the patient was moved to a hospital room. The patient¿s outcome is unknown. There was no report of prolonged hospitalization. The physician¿s causality opinion is unknown. No biosense webster, inc. (Bwi) product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then, it is to be considered serious and MDR-reportable.